Event description:
The physicist's x-ray system report found the fluoro dose output out of range / too high.

Manufacturer narrative:
Eval method, results and conclusions: other - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.